Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incident reported form this lot. Based on information reviewed, a cause for the reported clip opened while locked in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitra clip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report clip open while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted enlarged atrium. The clip delivery system (cds-00429u276) was advanced to the mitral valve, and the clip was placed, reducing mr to 1. However, after establishing final arm angle/efaa, the clip opened to 30 degrees, increasing mr to 2-3. After the clip was re-closed, mr was reduced back to 1, but the clip failed a second efaa. Therefore, the cds was removed with the clip attached. The procedure continued with a new cds. The new cds (00518u117) was advanced to the mitral valve, and the clip was placed, reducing mr to 1. However, after efaa, the clip opened to 20 degrees. The mr was still grade 1; and therefore, a decision was made to deploy the clip. One clip was implanted reduce mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.